Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, an eval will be conducted and a supplemental report will be filed. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The pt's mother and the emergency room medical staff decided to review the pump insulin delivery settings for the pt. The pt's mother also mentions using cold insulin to fill the cartridge, thereby causing air bubbles in the cartridge. No conclusions can be made at this time.